Event description:
It was reported that during an unknown procedure, the tip of the instrument broke off. The surgeon was unable to remove the fragment and it remains in the patient. No additional complications were reported.

Manufacturer narrative:
Analysis of the returned device shows that no pre-existing default was found on the returned instrument which can be responsible of the event. The awl is broken at the start of the awl corresponding to the thinnest section. The breakage appearance is brittle and is typical of failure due to high stress level in torsion. The breakage is consistent with high stress in torsion during the instrument manipulation. The broken tip was not returned for analysis as it remains in the patient as described in the event.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.